Event description:
It was reported that the patient was deceased. The physician had no information on the death and stated that they had received notification of the death in 2008. Attempts were made to the facility that informed the physician of the death; however, they were unsuccessful. The manufacturer does not meet the state requirements to obtain a copy of the death certificate, therefore, the death certificate cannot be obtained. A search for the obituary found the date of death. No additional information is known.

Event description:
Follow up with the physician found that the patient did not exhibit any risk factors that would make her more susceptible to sudep. The vns device was last checked on (B)(4) 2008 and settings were: output current of 2.75ma, magnet output current of 3.0 ma, off time of 1.8 minutes. The believed cause of death was unknown. Follow up with the patient's facility found that the cause of death was from respiratory failure and arrest, and pneumonia. The patient did not exhibit any risk factors that would make her more susceptible to sudep. Follow up with the funeral home found that they do not still have records of the patient and therefore do not know the product disposition. Per the death certificate, the patient was buried.